Event description:
The customer went to the emergency roon because customer felt customer's glucose was higher than the deivce was reading. The customer has tested and received a result of 142 mg/dl. At the hospital the customer's blood glucose was between 200 and 300mg/dl. The customer's device read in the 150mg/dl. The customer was kept in the hospital and given insulin based on the hospitals device. Controls were run and were out of range. A request was made for the return of the suspect device and replacement product was sent.